Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: none. It was reported that during unpackaging the stent was found to have been prematurely, partially deployed. The device was not used and there was no pt involvement. Although requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.